Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll amber had foreign matter. The following information was provided by the initial reporter: while preparing daily lipids for the children in the service, nurses found a 50ml luer opaque syringe with two pieces of plastic in it. Taking a new syringe, they found a deposit of unknown fatty material (resembling glue) on the plunger. The batch has been quarantined. Consequences for the patient: none.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were received for investigation. Without the actual sample to evaluate, we cannot verify the origin of the reported contamination. Retained samples of the same lot were used for additional evaluation, no foreign matter or other contamination was observed within any of the product or on the syringe plungers. A device history review was performed for lot 2101061, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the alleged defect. Based on the available information, we cannot identify a root cause at this time.

Event description:
It was reported that syringe 50ml ll amber had foreign matter. The following information was provided by the initial reporter: while preparing daily lipids for the children in the service, nurses found a 50ml luer opaque syringe with two pieces of plastic in it. Taking a new syringe, they found a deposit of unknown fatty material (resembling glue) on the plunger. The batch has been quarantined. Consequences for the patient: none.